Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the stent was explanted. A 2.25x12mm promus premier¿ stent was implanted in the circumflex artery. A 2.5x12 non-bsc balloon catheter was used to post dilate the stent. An unspecified guide wire was removed and was advanced into the vessel. When the guide wire was removed again, the stent came out of the patient's body. Another unspecified stent was implanted to complete the procedure. No patient complications were reported during or immediately after the procedure. The patient later died after the procedure; however, per the physician, the patient death was not related to this device.